Manufacturer narrative:
(B)(4). D10: concomitant medical products: 42500006202 - femoral component - (B)(6). 42536006702 - tibial component - (B)(6). 42540200032 - patella - (B)(6). 5036963 - palacos cement - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from a clinical study that approximately 1 year post-implantation, the patient reported severe right knee pain requiring non-narcotic pain medication. The patient had undergone an initial right total knee arthroplasty. At a routine follow-up approximately 1 year later, all implants were noted to be intact, the patient was reportedly very satisfied, and no further knee complications were reported. Attempts have been made and no further information has been provided.